Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device is implanted in patient.

Event description:
As reported: "gamma 3 set screw did not engage with the gamma 3 lag screw. The flexible set screwdriver was used to try and remove the set screw, but the driver became damaged. The surgeon made the decision to leave the gamma nail in the patient with the set screw not engaged with the gamma lag screw."